Event description:
It was reported that pump experienced malfunction after update and displayed malfunction alarm that persisted even after caller attempted reset. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for replacement pump. Customer used backup insulin pump for insulin delivery.